Event description:
Procedure performed: aortic and mitral valve replacement. Problem: surgeon attempted to implant a 29mm medtronic duran ancore band (tricuspid annuloplasty), but for an unknown reason, the ring would not release from the holder at the conclusion. Therefore, the medtronic duran ancore band was removed and a devega tricuspid annuloplasty was sucessfully implanted. There was no adverse outcome to the patient. The duran ancore band was retained and returned to the medtronic sales representative. The sales representative will provide a report on medtronic's findings to facility,yet not received report submission.